Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The package insert states possible adverse events are "removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear. Degenerative changes within the joint surfaces from disease or previous implants. Implant materials producing particles or corroding." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0001032347-2016-00142.

Event description:
Through the tmj tracking coordinator a revision was identified via tracking card that was received august 27, 2015. It is reported the revision was a result of pain and occlusion. Per the implanting surgeon's office, the patient was seen on the following dates. (B)(6) 2015 - implant found to be stable with moderate swelling. On (B)(6) 2015 - same results. Additional prescription for physical therapy. On (B)(6) 2015 - patient "doing great", no pain reported with ability to open mouth three fingers.